Manufacturer narrative:
The suspect device was returned by the customer to the manufacturer but the device was lost by the manufacturer before an investigation could be completed. The manufacturer is unable to locate the device so no investigation of the device can be performed. Device lost by manufacturer.

Manufacturer narrative:
The year is the only known part of manufacture date. We have defaulted to the first of the year.

Event description:
It was reported that the lancet protrudes beyond the end cap of the device.